Manufacturer narrative:
The returned device was evaluated and received in the deployed state. Poor continuity between the commutator cap and rotational sensor springs were observed through the observation of a dislodged top retainer pin as well as a large amount of residue found on the ratchet gear and commutator cap, among several other areas. Poor continuity is consisted with the 0x41 alarm that was generated and may have led o the hazard alarm sounding. The complete fluid path was checked for both internal and external leaks, but none were found within the fluid path components. A large amount of reside was found particularly on the top of the reservoir cap, indicating a poor seal from the top of the reservoir with the plunger. No cracks were found on the outside housing of the pod. It could not be determined or confirmed where the internal residue found within the pod originated from. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 19 mmol/l (342 mg/dl) after wearing the pod between 24 and 36 hours on the abdomen. The pod had to be removed due to a hazard alarm during the night while sleeping.